Event description:
A customer reported a pump issue with a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on various troubleshooting steps, but the issue persisted. The customer was referred to customer service for escalated troubleshooting and was advised to use an alternate insulin delivery method until resolution. A follow-up confirmed that the issue was resolved, and the customer acknowledged the steps taken and agreed to contact support if the problem recurred.